Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21104. Follow-up identified, the physician does not wish to pursue surgical intervention at this time and is considering alternative options.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21104. The patient (B)(6) received two leads from the same lot. It was reported the patient's ipg appeared superficial to the skin. The patient also reported experiencing random shocking sensations at the ipg site regardless of stimulation; however, the sensations are enhanced with stimulation. This issue has been occurring for the past six months. As a result, the patient discontinued using the scs system. Diagnostics revealed multiple invalid/high lead impedance values. Reprogramming was unsuccessful as the patient either felt unpleasant sensations at the ipg site or undesired stimulation down the leg. X-rays will be taken as the next course of action.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21104. Follow-up identified x-ray results are unknown at this time; however, due to the patient's cognitive state, the physician elected to turn the scs system off for now.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.